Manufacturer narrative:
Submit date: 27-apr-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician was unable to confirm the reported issue. The unit was tested and recertified per procedure. The unit is in to proper operation. Provided in the future, a supplemental report will be issued.

Event description:
The customer states when performing tests on this unit using a standard cassette and tap water, the unit would run for a short time, then shut down (several times).